Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zmb00, was performed from the left eye of a female patient because she experienced halos/glare. No incision enlargement was performed. Another lens from another manufacturer was used as a replacement lens. The patient has recovered. The explanted lens was discarded. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was discarded by the customer; therefore product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.